Manufacturer narrative:
The 1741-003 device is not expected to be returned for evaluation and review. This complaint of patient received burn from device is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record cannot be reviewed since the device lot number is unknown. Also a lot history review of this device cannot be conducted due to the lot number not being known. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: warnings: no modification of electrodes is allowed. Modification may result in patient or operator harm. During surgical procedures place ECG electrodes and leads as far as possible from the electrosurgical site to minimize rf current flow through ECG electrodes. Placement is important in reducing the potential harm in the event of defect in the dispersive electrode. Cautions: the electrode site should be dry before electrode application. Fluids, including skin cleansing solutions, lotions or soapy water may cause skin irritation and loss of adhesion. Keep electrode site dry. Rapid removal of the electrode from the patient may cause skin damage. In rare instances, alteration of skin pigmentation or skin sensitization may occur after electrode removal. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that 1741-003, neotrode ii; 3; wire tp adgel, device was being used during an unknown procedure on (B)(6) 2019. The reported states that "patient showed signs of a burn after electrode was removed, the wound care group will be doing continuous monitoring of the patient". The reported also stated that "2-hours to move the patient and leave the room intact for wound care investigator to review". Further information has been requested and the reporter stated that they are attempting to gain the answers; however, to date, there has not been any response for information. This report is being raised on the basis of injury due to a reported burn with no further assessment information available.